Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent esc and act button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 90 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.